Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 13jan2021 to date 13jan2022. Complaint trend: there are 19 complaints related to a leakage of biohazard not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 13jan2021 to date 13jan2022. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000395-106211501-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a dirty or clogged sip aspirator line. The customer had initially reported that the sip had been leaking and the issue was not able to be resolved with a remote consultation. An fse (field service engineer) was sent onsite to inspect the instrument, and they found that the aspirator tubing was clogged. The fse cleaned the sip, cleared the clog in the aspirator tubing, and confirmed that it was functioning by running sip flush operations with no leakages. They then ran abort count tests with an abort count rate of 0.28% which is within specifications, and the instrument was confirmed to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. Proper daily and monthly cleaning and maintenance can help maintain a healthy system, and instructions can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2019 defective part number: n/a work order notes: subject / reported: the sit river drips after problem description: the hose has already been pulled out of the valve, but this has not corrected the error work performed: troubleshooting: sip cleaned, rinsing line cleaned and rinsed with cleaning agent, several tubes can be sucked out with sip flush function, function test: sip is properly rinsed after measurement. Abort count test carried out, 0.28% abortcountrate = ok, device handed over ready for measurement. Cause: sip cleaning line was clogged solution: cleaning line flushed returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes ,no azure ID: (B)(6), ID: (B)(6), reg status: ivd; ruo, hazard: exposure to biological sample., cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): (B)(6) (B)(6) sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control libivd-se-15-51ir effectiveness verification: lsvn-1008-dr libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes ,no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a clogged aspirator line. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a clogged aspirator line. The fse was able to confirm the issue, cleaned the sip, and cleared the sip aspirator line by rinsing it with cleaning agent. After the cleaning an abort count was carried out with an abort count rate within specifications and the instrument was confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h10.

Event description:
It was reported that bd facslyric¿ 3l10c instrument leaked biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) No "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." 8. Which part of the body was in contact to the fluid? (Please describe then go to question #9) 9. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10) examination gloves. 10. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11) no 11. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) No customer or bd personal was harmed or injuredd. The hose has already been pulled out of the valve, but this has not corrected the error".

Event description:
It was reported that bd facslyric¿ 3l10c instrument leaked biohazard that was not contained within the instrument. The following information was provided by the initial reporter: was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) No. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Which part of the body was in contact to the fluid? (Please describe then go to question #9) what personal protective equipment (ppe) was being worn? (Please describe then go to question #10) examination gloves. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11) no. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) No customer or bd personal was harmed or injuredd. The hose has already been pulled out of the valve, but this has not corrected the error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.